Manufacturer narrative:
Upon follow up, the customer reported that there was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. All channels of scope were cultured and three (3) colony forming units (cfu) per 100 milliliter of stenotrophomonas maltophilia was identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding olympus hygiene microbiological investigation (hmi) results and device evaluation findings. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and two (2) colony forming units (cfu) per endoscope of staphylococcus coagulase negative was identified. The obtained results are in conformance with the requirements. The device was then evaluated at the repair center. It was found that the adhesive of the bending section was separated. The connecting tube was wrinkled. The angulation of the up/down and right/left knob was less than the specified value and play of the angle knob was out of standard value in all directions. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.